Event description:
Customer reported erroneous low complete blood count (cbc) was obtained for one pt when using the coulter lh 500 hematology analyzer. There were instrument generated flags for "partial aspiration" (p) on all parameters and instrument generated suspect messages. Erroneous test results were reported out of the lab. The physician questioned the results and the specimen was retested on the coulter lh 500 hematology analyzer and a backup instrument, a coulter act diff analyzer. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event and recovered within assay limits. Service was not dispatched. Raw data analysis was conducted. If a full aspiration is not achieved, all parameters including hemoglobin values are affected. Root cause for the erroneous results is unk, but likely due to a partial aspiration. Root cause for the reporting out of the flagged results is operator error. The lh500 performed as designed and generated a partial aspiration flag and instrument generated suspect messages that alert the operator to further review the specimen results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.